Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Implanting surgeon reported a left side device rupture diagnosed by ultrasound. Patient presented with a "change in breast density, breast shape."the device has been removed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Implanting surgeon reported a left side device rupture diagnosed by ultrasound. Patient presented with a "change in breast density, breast shape."the device has been removed.